Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
D6a: the implant date was not provided. Unable to estimate date as year not known. As no item or lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced as the left cylinder was obstructed due to a lot of fibrosis. The doctor re-dilated the left corpora and was able to break through allowing the cylinder to get up to mid-glans.